Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to attempt various techniques to press the button, which provided only temporary improvements. Technical support assisted in removing the pump from its case and instructed the customer on steps to try to make the button easier to press, but the issue persisted. Consequently, technical support arranged for a replacement pump with updated software and guided the customer on the return process for the original pump. The customer was informed of the necessary actions to take upon receiving the replacement unit and acknowledged the instructions.